Event description:
It has been determined that the affected device was non-allergan. The record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.3; h.6;

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a hair was found on the sizer when opened"

Event description:
Physician reported " a hair was found on the sizer when opened." Device not implanted.